Manufacturer narrative:
Examination of the returned device finds nothing outward to suggest product problem. The femoral head taper was found to be within specification. The report stated that the depuy 32+1 femoral head did not fit on the corail stem. Subsequently, the customer implanted a 32+5 head instead. The complaints databases were searched and no other or related reports were found against the reported d14063393 lot code. Previous review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Additionally, research using the as400 system indicates that several pieces from the reported femoral head lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. Review of the stem device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. No product problem has been identified and corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
During the surgery, the femoral head would not connect to the stem.